Event description:
Report received from abbott international (abbott-UK) which states "tubing disconnected from t during use. Causing the baby to lose a moderate amount of blood". Although requested, what was infusing via the device, if any intervention was required or the patient's exact age, gender and diagnosis are unknown to the reporter. No report of adverse patient effect.